Event description:
Caller reported experiencing multiple instances of cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the current pump, and the customer was informed that a replacement with updated software would be provided. The customer will continue using the current pump until the replacement arrives, with instructions and training available through their tandem source account. The customer was guided on how to return the defective pump to tandem, including placing it in storage mode before shipping it back within 10 days. The customer understood and acknowledged all instructions provided.